Event description:
It was reported that tip detachment occurred. The patient underwent a lymphangiogram in a mildly tortuous thoracic portion of the lymph system. A 180x25cm gw fathom periph was advanced. Within a few attempts, only one was able to access the lymph system with no difficulty. Halfway through, while accessing a different part of the lymph system, the tip of the device broke off inside 2cm back from the tip. The physician tried to use the wire to retrieve the material but was unsuccessful and had to leave it inside the patient located thoracic near duct of the lymph system. There was very little resistance when removing the wire. The procedure was completed with a different device with no complications. The physician does not plan to remove the fragment at a future date. Patient status is stable post-procedure.